Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she continued to have no delivery issues on the insulin pump. Customer stated that it was the replacement pump that she was sent. Customer was having the same problems with the other pump as well. Customer stated that she has been receiving no deliveries during both basal and bolus. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer has been treating her high blood glucose wither pump by administering boluses. Customer performed a 5.0 unit fixed prime but the insulin did not exit and the pump alarmed no delivery. Customer stated that the pump alarmed no reservoir. Troubleshooting was performed and the customer reported that the insulin exited with manual prime. It was explained that the pump was working as designed and the alarm was caused by a connection issue. Customer declined troubleshooting for high blood glucose due to time constraints as she is currently at school getting ready for class.